Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a failed battery test. The blood glucose reading is unknown.

Manufacturer narrative:
No failed battery alarm was noted. All operating currents were within specification. The insulin pump passed the self test. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.